Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was sound upon battery insertion but the display remained blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the product performs within specification, testing was unable to duplicate the ¿intermittent power¿ complaint. Black box shows evidence of power interruption on (B)(6) 2015, several power on reset events associated with alarms are observed. -the battery cap and compartment are undamaged, the cap is able to fit securely, cap measurements are within specification. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. No power interruption or any alarms occurred during the investigation. The pump¿s cover was removed, no intermittent condition was found.